Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the device was reprocessed as per instructions for use (IFU) before returning to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events is likely due to the reprocessing was not conducted properly due to shaving at the distal end. Additionally, the foreign material coming out of the glue of light guide (lg) lens is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the distal end and light guide lens adhesive had foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, technical evaluation was performed, and a brownish foreign material was found at the distal end and light guide lens adhesive due to insufficient cleaning. Additionally, the adhesive on the bending section cover was detached. The suction cylinder had no color. The grip and image guide were shaved. Due to wear of the angle wire, the play of up/down knob was out of the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.